Event description:
It was reported that the site had noticed an electrical burning smell. The field engineer (fe) investigated the issue at the site and found the shorted capacitors on the rf body coil. No injury was reported. The concern is for a possible burn if the patient was to come in contact with the bore wall.

Manufacturer narrative:
The fe replaced the rf body coil. No similar occurrence was observed since the replacement. The bore covers are flame resistant and is ul94-v0 rated. The system's operator manual instructs the user to perform a system shutdown when a serious equipment fault is experienced. Additional investigation is ongoing.